Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.s938usqu9czdp hardware: sm-s938u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 329 mg/dl. Reportedly, the patient had activated a new pod and moments later noticed insulin leakage. The patient stated that while inserting the pod, they definitely felt the needle poke and the adhesive seemed secure. The patient stated that they do rotate their insertion sites. The patient reported being unsure if the cannula was properly seated in the infusion site (back of arm) and observed bleeding at the site. As treatment, the patient activated a new pod and resumed treatment.